Event description:
Caller states neonate pt reportedly received blood glucose results of 0.38 mg/dl, 0.21 mg/dl, and 0.27 mg/dl on the performa system. The results are outside the numeric range of 10-600 mg/dl of the device. The timeframes between the results are unk. The pt's current condition is not known. Requested return of suspect device, however the meter was discarded.

Manufacturer narrative:
The event occurred in (B) (6).